Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 22.5mmol/l, with nausea, and large ketones, associated with an alleged casing condition issue. Reportedly, the patient self-treated with insulin via injection, and discontinued pump therapy. During troubleshooting with customer technical support, it was revealed the external o-ring of the slid during usage of cartridges from five different boxes. The patient¿s healthcare provider insisted there must be something inside the cartridge compartment that physically influenced the cartridge. No alarms or loss of primes occurred. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a casing condition issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-mar-2019 with the following findings: a review of the black box showed the daily insulin delivery totals correctly reflected the user's programmed basal rates. No activity outside of normal use was observed in the black box or download history. The cartridge was not returned with the pump for investigation. No damage was found to the cartridge compartment. No debris was found inside the cartridge compartment. A test cartridge was inserted into the pump and removed without issue. The pump passed delivery accuracy testing and was found to be delivering within the required specifications. The alleged ¿cartridge sliding during usage¿ issue was unable to be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.